Manufacturer narrative:
The ambulance cot is not repairable after being involved in a vehicle collision. The customer was notified to remove this device from service.

Event description:
It was reported that an ambulance was involved in a motor vehicle collision with a patient strapped to the ambulance cot. The patient remained secured to the cot during the collision but received minor injuries as a result of the collision. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.